Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis manifested by abdominal pain and cloudy pd fluid. On the same day, the patient was hospitalized for the peritonitis. The cause of peritonitis was not reported. The patient started treatment with cefazolin (1gm, twice a day, and ip) and gentamycin (40mg, twice a day, and ip) for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional follow up information: treatment with cefazolin and gentamycin was stopped. On the same day, the patient recovered from this peritonitis event and was discharged.

Manufacturer narrative:
(B)(4). The patient was born in 1976. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional relevant information becomes available.